Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15 april-2024, it was reported that (B)(6) 2024 customer experienced blockage in the tubing. The patient replaced infusion set and resumed insulin therapy. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01535-device 1 of 3.